Event description:
It was reported that a neonatal pt was monitored with the infinity acute care system. Only the spo2 measurement was running. Suddenly the neonate stopped breathing but - regarding the nurses - no acoustic alarm occurred. The father who was attending, called for a physician and the nurses and they were able to stabilize the pt.

Manufacturer narrative:
The investigation is ongoing. The investigation results will be reported in the f/u report.